Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2014. Esophageal balloon dilation for dysphagia had been attempted but did not alleviate symptoms. Uneventful device explant on (B)(6) 2015. Patient underwent implant of ls16 linx device after initial device explant based on physician/patient discretion. Patient in satisfactory condition after explant.